Event description:
Rptr had pedicle screws and plates inserted at l3-l5 on 7/7/92. After surgery pt experienced increased pain, loss of motion, loosening of plate and l5 pedicle screws, pseudoarthrosis of fusion, and pain over operative site. Screw heads have been painful, and tender since the operation. Revision surgery is needed, and possible anterior fusion. There is loss of bone density at the fusion site. Rptr has lost her nursing career. She now works only on a limited basis as a "clerk." She is unable to sit or stand for any length of time. Intercourse is painful if she moves pelvic area. She has some loss of feeling in her legs and thighs, and pain in both thighs and down legs if she tries to sit or stand for any length of time. She cannot lie flat on her back since surgery. Both hips are very tender.